Manufacturer narrative:
(B)(4). Approximate age of device - 25 days. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that during the patient's inpatient stay post implant, the patient developed signs of gastrointestinal bleeding including a decrease in hematocrit. An upper gastrointestinal endoscopy revealed an ulcer in the bulb of the anterior wall which was treated with epinephrine and clipped. It was reported that the patient had been on aspirin and plavix due to recent stent placement and was now taken off plavix. The vad was reportedly functioning as expected and vad parameters remained stable. No further information was provided.